Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts due to far p oversensing. No changes or intervention was performed. There were no patient consequences.

Event description:
New information noted that an event of far p over-sensing reoccurred. Programming changes were made. Patient condition was unknown.